Manufacturer narrative:
This complaint is associated with a clinical trial. Additional information was received january 17, 2018. The patient was a (B)(6) year old female. Initially, it was reported that the patient developed a cough and a fever. However, these patient consequences have been inactivated. Therefore, not MDR reportable. Updated information was also received on the patient consequence for respiratory infection. It developed on post procedure day 0. This issue resolved without sequelae. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional navigation catheter and suffered a respiratory infection requiring medication. Post-procedure, the patient developed a cough. No interventions were reported. Issue is ongoing and unchanged. Principal investigator assessed this event as mild in severity, not serious, not investigational device-related, and possibly index procedure-related. Post-procedure, the patient developed a respiratory infection. An unspecified medication was administered. Patient required extended hospitalization as a result of the adverse event. Issue is ongoing and improved. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and possibly index procedure-related. On post-procedure day 1, the patient developed a fever. Patient required extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed the event as mild in severity, serious, not investigational device-related, and possibly index procedure-related.